Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and a spectranetics medium visisheath dilator sheath, moderate scarring was encountered in the subclavian region. Once through the superior vena cava (svc), progress was made just past the tricuspid valve, and the lead came free with traction. However, the patient¿s blood pressure declined, and rescue efforts began including pericardiocentesis and sternotomy. A small rv perforation was discovered and repaired. The patient survived the procedure. This report captures the lld ez within the rv lead, providing traction when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient date of birth unk. A3b): patient gender unk. A4): patient weight unk. A5): patient ethnicity unk. B6/b7): patient information regarding relevant tests/laboratory data or medical history are unk. H3): the lld ez was not returned, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.